Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an egd procedure on (B)(6) 2025. During the procedure, after several suture bites were taken, the anchor would not load onto the needle body. When the physician tried to cinch, the suture broke. The physician then loaded a new suture and had difficulty unloading the anchor exchange. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.